Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found that the device touchscreen did not respond when pressed. The probable cause was due to contamination on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.